Event description:
It was reported that the t: slim x2 pump battery would not charge despite using the verified tandem charging cable and wall adapter. There was a power source alert in the pump history around the time the issue began, alert 07. There was no reported adverse impact to the customer's blood glucose level. Technical support determined that changing cables and adapters did not resolve the issue and arranged to replace the pump. The customer was informed that a replacement pump with updated software would be sent and that training would be available in their tandem source account. The customer was also instructed to allow the current pump's battery to fully deplete and to return it using a pre-paid label within ten days.